Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified an opening on the posterior, crease fold, and wear abrasion. Leak test and microscopic analysis were performed which identified a smooth crease opening and observed a void greater than 1 mm in non-textured valve-to shell-bond area. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was an smooth crease opening on posterior due to fold(flaw) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.